Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that a revision occurred in 2012. The pump connector from that revision was from an 8731sc (sutureless connector). The drug being infused by the pump at the time of this event was unknown. No patient symptoms were reported. No outcome was reported for this event. Further follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.